Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that when the reservoir was changed the alarm shows up after the pump is rewound. Customer stated that the insulin was squirting out during the manual prime process. Customer stated that the insulin continues to drip after the motor stops during the manual prime process. Customer is stuck in rewind complete/bolus delivery loop. Customer's last blood glucose level was 250 mg/dl. Customer was advised to disconnect from the pump. Customer stated that it shuts down in the middle and then rewinds again. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.